Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.6, b.5, b.6, d.6b, h.6.

Event description:
Healthcare professional reported "exchange from textured to smooth" and saline "rupture". Diagnosed via mammogram. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as surgical damage. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "exchange from textured to smooth" and saline "rupture". Diagnosed via mammogram. This record is for the right side. Device was explanted and replaced.